Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced electromagnetic interference while working with power tools. The patient was instructed on proper use of power tools with their device. The device remains in use. No patient complications have been reported as a result of this event.